Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range (oor) pacing impedance . As a result, a lead safety switch (lss) was triggered and lead's configuration was changed to unipolar. In clinic, lead and device manipulations and arm movements were carried out and excessive noise reproducible was seen on electrogram (egm) during the manipulation's test. The physician also decided to perform an x-ray which showed a set screw issue. Data was sent to boston scientific technical services (ts) for their analysis. Boston scientific technical services (ts) confirmed that this pacemaker was exhibiting premature battery depletion and rv lead also exhibited high pacing thresholds. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.